Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 215 mg/dl. The device was not dropped, bumped, or exposed to moisture. Customer was advised to revert to back up plan and the device needed to be replaced. Customer agreed to return it for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage found on the keypad traces. All of the buttons are functioning properly and no button error alarm during our testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.